Event description:
It was reported that upon tightening the end of the torx 20 driver broke off and remaining stuck in the screw of the connector. This small broken end of the driver could not be removed from the connector. The tip of the driver remains in the patient.

Manufacturer narrative:
(B) (4). A review of the device history records did not reveal any non-conformances to specification which might contribute to the reported event. We are unable to determine the definitive cause of the reported event.